Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative regarding a patient receiving lioresal (baclofen) 2000mcg/ml for a total dose of 184mcg/day via an implantable pump for intractable spasticity and spinal code injury/spinal cord disease. It was reported on (B)(6) 2016 patient had symptom return. Patient told healthcare professional (hcp) he felt "bone breaking spasms", lots of pain, and reported itching. Patient reported no falls, no urinary tract infection, and has not been sick. Patient has a computed tomography (CT) scan to exam the catheter. Catheter "looked great" per hcp. Hcp gave a 75mcg single bolus over 3 minutes. Patient explained feeling some relief. Hcp felt that due to the 3 month elective replacement indicator (eri), hcp would replace the pump in case it s becoming less effective. Pump replacement was planned for (B)(6) 2016. Patient was admitted to the hospital to observe symptoms while replacement was planned. It was noted issue was not resolved at time of report. It was noted surgical intervention did not occur, surgical intervention was planned and has been scheduled for (B)(6) 2016. Patient's status was alive-no injury. Product return status was will be returned. It was later reported that the patient's daily dose was increased 10% from original dose of 184mcg/day. It was now 203mcg/day.

Manufacturer narrative:
Analysis of the pump found that there were no anomalies with the device. Eval code-conclusion updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.